Event description:
It was reported, the customer had differences between their sensor glucose and blood glucose readings. The customer also stated they were receiving threshold suspend alerts. It was found the customer's blood glucose would be 110 mg/dl and their sensor glucose was read 60 mg/dl. The customer's blood glucose was 160 mg/dl at the time of the call. The customer was advised of the proper techniques to avoid inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.